Event description:
It was reported that while performing a preventative maintenance, the customer's biomed observed that the device would not charge and deliver energy at the lower energy settings. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control recommended replacing the device's power conversion pca and provided customer with the part number and pricing info. The customer later confirmed that due to the age of the device and the cost of the repair, the unit has been retired and removed from service. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.